Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an a.s. Glenoid l cemented on the right side on (B)(6) 2015. Currently the patient is being monitored due to pain.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. The compatibility check was performed from the surgical technique and showed that the product combination was approved by zimmer. Review of reported event: it was reported that the patient was feeling pain since (B)(6) 2015. Review of x-rays: x-rays dated 6 week after primary implantation: ap view of the sidus system with polyethylene glenoid implanted. The humeral head and the pe glenoid seem to be well implanted. There is a dark-like region cranially to head axis, suggesting osteolysis. However, without preoperative and other follow-up x-rays it is difficult to determine. Review of implantation report dated (B)(6) 2015: primary shoulder arthroplasty on right shoulder of a male patient due to osteoarthritis with biceps tenosynovitis. Significant tendinopathy of the biceps tendon observed during surgery. Sidus anchor has been placed in very good position and with very good primary fixation. No other conspicuous information. No other documents were provided. No product was available for investigation. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a final assessment is therefore not possible. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. However, all possible causes related to the issues reported are listed in dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).